Event description:
The patient underwent coiling embolization treatment on (B)(6) 2014. During the procedure, it was reported the implant coil prematurely detached inside the microcatheter. The detached implant coil and catheter were removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it was discarded. The pusher assembly was found broken into three segments, but retained by the release wire. The pusher assembly was most likely broken during the manual detachment attempt (an alternative detachment method presented in the instructions for use) which possibly retracted the release wire and led to the detachment of the implant coil. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)